Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving clonidine (500 mcg/ml at 30 mcg/day), baclofen (2000 mcg/ml at 560.7 mcg/day) and sufentanil (50 mcg/ml at 0.82 mcg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen on the pump interrogation logs. The stall was active, and multiple stalls and recoveries were seen on the logs. The patient had not recently had an MRI and the caller denied any emi or magnetic interaction with the pump. The pump off password was provided to the caller. No patient symptoms were reported. The event date was noted to be (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the pump was replaced on (B)(6) 2018. The pump would be returned for analysis but it had to go through the hospital's pathology lab first, which could take a month or more. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.